Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the physician attempted to place a lead in the ventricle, however, the threshold and impedance measurements were high. The physician elected to use a different lead for implant. No patient complications have been reported as a result of this event.